Event description:
It was reported that fluctuating impedance on the patient's right ventricular (rv) lead was noted with arm movements when the device was interrogated. When the patient laid on their right side, the impedance went above the normal range. It was also noted that a fracture had occurred. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).